Manufacturer narrative:
Device evaluation: 1 unit of lot number: c2068197 of echo-19 was returned for evaluation, opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 02nd of december 2025. On evaluation of the devices the following observations were made: visual inspection, kink observed below sheath extender, stylet not returned, functional, sheath extender able to advance to position 1 and retract with no issue but would not pass the kink below sheath extender, needle handle unable to advance, needle removed and break observed below sheath extender. The reported failure was observed. An image was returned to support the investigation. The image shows the device handle without the stylet in the tyvex packaging. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number: c2068197 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the ¿notes¿ section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the investigation. However, it is possible that the device could have been over torqued during the procedure leading to the needle to break below the sheath extender which would have lead to the needle advancement difficulty experienced. Another possible root cause could potentially be during the device set up or on connecting to the endoscope the needle becoming damaged and fracturing. A CAPA (CAPA: 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, needle advancement difficulty. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. It is possible that the device could have been over torqued during the procedure leading to the needle to break below the sheath extender which would have lead to the needle advancement difficulty experienced. Another possible root cause could potentially be during the device set up or on connecting to the endoscope the needle becoming damaged and fracturing. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Event description:
User installed the device correctly but the outer sheath cannot be out. User changed to another device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Stomach. 2. Please describe the size of the intended target site. 1.5cm. 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? No. 5. What is the scope manufacturer and model number that was used? Olympus endoscopic ultrasound. 6. Was the device used in a tortuous position? No. 7. Are images of the device or procedure available? No. 8. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement. 9. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 10. Did the patient require any additional procedures as a result of this event? No. 11. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a.